Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. There was no adverse impact to the customer's blood glucose level. A cartridge change was performed and customer continued to use the pump for insulin therapy.